Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The needle is not available for evaluation and there we cannot determine any failure related to the needle. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is not currently available; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(6) that during a meniscal repair surgical procedure, it was observed that the second implant could not be deployed. According to the report, the first omnispan implant was deployed perfectly in place. A new meniscal deployment gun was used and it worked well. It was not reported if there were any delays in the surgical procedure, a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.